Event description:
During service by baxter, damaged main batteries were found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 09 2007. Evaluation summary: evaluation was completed and the condition of damaged batteries, was confirmed. Inspection of the device revealed damaged batteries with 2 discharges below the alarm threshold. The batteries were replaced and the baxter technician tested the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.